Event description:
During the procedure, the cashmere microcoil (crc140717-30/g12446) would not detach although pressing the detachment button for several times. Type of the detachment control box and cable used with the product were not provided. Then, the cashmere was replaced for the similar product (lot unknown), and the coil detach without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed during the procedure. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). It is unknown if the microcatheter was re-shaped or not, and it is unknown if the same cable and dcb were used with other devices. The procedure was coil embolization of internal carotid-posterior communicating artery aneurysm that was heavily tortuous but the level of calcification was unknown. The complaint product is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding possible contributing factors or root cause of the reported failure of the coil to detach. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.